Event description:
On (B)(6) 2012, a sales representative contacted lifescan (lfs) (B)(4) to report that a nurse had been pricked with a used lancet while showing a patient how to use a onetouch delica lancing device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the reporter (sales representative). The alleged incident occurred approximately 2 weeks prior to lfs being notified. The sales representative confirmed that the nurse had provided the new lancing device to the patient; however, was unable to confirm if the lancing device was packaged with a meter or on its own. The nurse informed the sales representative that she was pricked with a used lancet after she ejected the lancet from the lancing device using the ejection control mechanism. The reporter confirmed that the nurse did not cover the exposed used lancet tip with the lancet protective cover after she removed the cap from the lancing device as instructed in the directions for use. The nurse informed the sales representative that after ejecting the lancet using the ejection control mechanism the lancet "popped out of the device towards the patient" and she placed her hand in front of the patient "to keep the lancet from hitting the patient." The nurse informed the sales representative that the patient she was showing how to use the product had their blood test results prior to the incident and their chart was available. When the incident occurred, the nurse reportedly reviewed the patient's chart and when she found "no serious illness" with the patient, she took no further action. The sales representative confirmed that the nurse did not report the incident to their supervisor or upper management. The sales representative also confirmed that the nurse has not been tested for possible exposure to a blood-born pathogen after the alleged incident has occurred. At the time of the call, the sales representative informed the csr that the nurse reportedly threw out the subject lancing device after the incident occurred. Although the nurse reportedly denied developing an infection or seeking medical intervention, currently, due to lack of sufficient information, this complaint is being reported because there is not enough evidence to rule out that the nurse was not exposed to a blood-borne pathogen.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6).